Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Pump cgm indicated that customer's blood glucose was 'high'. Customer changed pump supplies to address the alarms and administered a manual insulin injection to address elevated blood glucose. Cause for occlusion alarms could not be determined.